Event description:
Per fax, not switching. Per independent repair center statement unit is alarming or red light. The key failure was the 4-way valve was not switching. Additional malfunctions were the hose clamp leaked, the zip ties leaked and the p.m. Kit was dirty.